Manufacturer narrative:
D3: manufacturer address 1:(B)(6). D3: manufacturer zip/postal code: (B)(6). G1: MFR site address 1:(B)(6) g1: MFR site zip/post code: (B)(6).

Event description:
Mandarin clinical study it was reported that the subject had abdominal pain requiring prescription medication. On (B)(6) 2024, the subject was the subject was randomized (therasphere arm) in the mandarin study (main phase). Planned treatment type was selective treatment. Treatment with therasphere was performed on (B)(6) 2024. 99mtc-macroaggregated albumin (maa) angiogram was performed, and target volume was 190 cm3. 8.02 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.129 gbq. Therasphere delivery to perfused liver tissue was 2.35 gbq. Radiation dose to perfused liver tissue was 600 gy and total radiation dose to lungs was 6.4 gy. On (B)(6) 2024, on the same day of index procedure, the subject experienced abdominal pain and nausea. Flurbiprofen axetil injection, compound codeine phosphate, and ibuprofen sustained release tablets were administered as a corrective action for the abdominal pain. Medication given or regimen was adjusted to treat the event of nausea.

Event description:
Mandarin clinical study. It was reported that the subject had abdominal pain requiring prescription medication. On (B)(6) 2024, the subject was the subject was randomized (therasphere arm) in the mandarin study (main phase). Planned treatment type was selective treatment. Treatment with therasphere was performed on (B)(6) 2024. 99mtc-macroaggregated albumin (maa) angiogram was performed, and target volume was 190 cm3. 8.02 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.129 gbq. Therasphere delivery to perfused liver tissue was 2.35 gbq. Radiation dose to perfused liver tissue was 600 gy and total radiation dose to lungs was 6.4 gy. On (B)(6) 2024, on the same day of index procedure, the subject experienced abdominal pain and nausea. Flurbiprofen axetil injection, compound codeine phosphate, and ibuprofen sustained release tablets were administered as a corrective action for the abdominal pain. Medication given or regimen was adjusted to treat the event of nausea. It was further reported that no drugs were administered to treat the nausea; however, electrostatic therapy was induced to alleviate the nausea.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park, d3: manufacturer zip/postal code: gu9 8ql, g1: MFR site address 1: chapman house, farnham bus park, g1: MFR site zip/post code: gu9 8ql.